Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured and the shaft broke. The physician had deployed a cypher stent in the lmt proximal to the lad. The physician then attempted to advance the maverick2 monorail balloon to the lad lesion using a two wire technique which was unsuccessful. When the guidewire was removed from the lad, the physician was able to advance the maverick2 monorail balloon to the lad lesion. The maverick2 balloon ruptured at 9 atms on the initial inflation while post dilating a stent located in the lad. Upon removal, it was noted that the shaft of the catheter had broken. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.